Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd) unit, however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified diagnostic procedure, the endoeye high-definition ii, autoclavable video telescope was found to have a colored image defect, ¿purplish image¿. The intended procedure was completed using a similar scope without delay. No death or injury and no impact to patient or other was reported.

Manufacturer narrative:
The subject device was returned for evaluation and the customer¿s reported issue was confirmed, the image is purple in color. The colored image problem was isolated to a defective charged coupled device unit integrated inside the outer tube. The inspection also noted the gray cabling is damaged from cuts. The device history records for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k111788.